Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc non-compliant balloon. No patient complications were reported.